Manufacturer narrative:
The reported event that cannulated screw asnis iii ø4.0x50mm tl17mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much torque being applied to the screw, while being extracted from the bone. The device inspection revealed that the device was destroyed and broken in several pieces. We can clearly identify that the screw was over-torqued and twisted until breakage. The manufacturing documents, the inspection protocol and the raw material certificate of the affected screw were reviewed and no deviation from specifications was noted, therefore a manufacturing or material related issue can be excluded. Please keep in mind what the IFU clearly states, ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system.¿ users should always read the instructions provided before using a specific instrument/implant. The existence of dense bone would also cause more issues. If there is hard bone, ¿pre-drilling and pre-tapping may be necessary¿ during insertion of the screw. ¿a cannulated screwdriver with ao fitting can be used with either the elastosil handle with ao coupling or a power tool. If a power tool is selected, final tightening must be carried out by hand to prevent stripping.¿ if a power tool was used till the end of the screw insertion, this would cause stripping, which could eventually lead to breakage during extraction, because of the torque applied. According to the op. Tech., when removing a screw, ¿it is recommended that the solid screwdriver be used. This can apply greater torque and will reduce the potential for damaging the hex tip on the screwdriver.'' During the extraction, the screw was under high tension and combined with the rotational moves, this led to a torsional fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Screw completely dissolved after metal removal.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Screw completely dissolved after metal removal.